Manufacturer narrative:
Additional information received confirmed that the stuck device was the implant cover screw (bopt4311) and no the healing abutment as it was reported previously. In addition, another implant was placed during the same initial procedure with no impact to the patient. Therefore, use/user error with no other deficiency or technical defect of the device and no report of an adverse event/ serious injury or death reported for this event does not require an MDR report under the mandatory reporting regulations. As a result, no further medwatch reports will be submitted. A 3i t3® tapered implant 4/3 x 11.5mm (bopt4311) was returned for investigation. Visual inspection of the as returned product identified some residue coating the implant's lower threads, but no other signs of wear, damage, or deformation. The cover screw was still attached to the implant. Functional testing was performed for the returned product and found that the cover screw could not be removed from the implant. DHR review was completed for the subject lot number (2018040677). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018040677) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur as the cover screw was unable to release. Root cause of this event is associated to cross-threading. The following sections have been updated: b4: date of this report. D1: device brand name. D2: device product code/ device common name. D4: catalog/ lot number. D4: UDI: (B)(4). D10: device available for evaluation. D11: removed record from concomitant device. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturing. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: b1: unchecked adverse event. B2: unchecked required intervention to prevent permanent impairment/damage (devices). H1: unchecked serious injury.

Event description:
Additional information received confirmed that the stuck device was the implant cover screw (bopt4311) and no the healing abutment as it was reported previously. Therefore, the implant was removed; however, another implant was placed during the same initial procedure. No impact to the patient was reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device was not returned.

Event description:
It was reported that a healing abutment was stuck inside the implant. Implant was removed. Tooth location 30.